Event description:
It was reported that the bipolar impedance was 402 ohms. When the patient's arms were lifted above the head, the impedance increased to 1052 ohms. Unipolar lead impedance was 335 ohms with no variation during arm movement. Bipolar capture thresholds were intermittent. The device was pro- grammed to the unipolar configuration with monitoring to continue.